Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 5. It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood was leaking from the connection between the needle and the adapter, requiring recollection. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 5: it was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood was leaking from the connection between the needle and the adapter, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos indicated a leakage due to a split female luer adapter. Additionally, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.